Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found a dark substance occluding the most proximal dispensing hole. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 04-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid ("2mg at 0.096mg") and bupivacaine ("10mg at 0.48mg") via an implantable infusion pump. It was reported that during a normal and expected pump replacement surgery due to pending end of service, the catheter was unable to be aspirated. The spinal segment was replaced. During the replacement, it was noticed that a dark substance was inside the catheter dispensing holes. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.